Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after cancelling their pd treatment. The patient reported receiving an 'make sure heaterbag is on heater tray' warming during fill 1 of 3 of treatment. The alarm was unable to be cleared and the treatment was cancelled. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is intended to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: occupation. Plant investigation: the cycler was returned but had insect infestation and therefore not available for further investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.